Event description:
On (B)(6) 2014, pt specimen tested for bhcg on the tosoh aia-1800. Initial result was greater than 400.0 miu/ml. Specimen repeated later the same day and result was less than 0.5 miu/ml. Result was reported as less than 0.5 miu/ml. The day of the discrepant results the tosoh aia-1800 had error messages about lack of communication in the lis and a bad barcode. No additional testing was completed to investigate discrepant results. Specimen was frozen after testing. On (B)(6) 2014, specimen thawed and retested. Bhcg result was 542.8 miu/ml (1:5 dilution). Specimen also tested on the tosoh aia-360, bhchg result 554.0 miu/ml. The pt was redrawn and retested for several days and on two different tosoh analyzers (aia-1800 and aia-360) after the error was discovered. No additional discrepancies occurred for the bhcg results. Root cause: operator error. Operator did not take corrective actions when instrument flagged an error.